Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo_12.1; -16.00 diopter implantable collamer lens into the patients right eye (od) on (B)(6) 2024. The lens was reported as having low vault without rotation. Cause of the event was unknown. On (B)(6) 2024 the lens was replaced with a longer length lens. This resolved the problem.

Manufacturer narrative:
H6: 1494; off-label: acd<3.00mm at the time of implantation. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: d2: should be corrected to mta phakic intraocular lens claim#(B)(4).